Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for phenomenon 1 "no image" could not be identified as the event was not reproduced. Additionally, phenomenon 2 "front panel display getting blackout" and phenomenon 3 "color bar coming on monitor screen instead of endoscopic image" likely occurred as a result of a printed circuit (cp) board failure. The cause of the printed circuit (cp) board failure was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation on front panel display was confirmed due to faulty printed circuit board. However, customer's allegation on no image on display monitor was not confirmed. During evaluation found that color bar coming on monitor screen instead of endoscopic image was also due to faulty printed circuit board. In addition, evaluation found following non-reportable findings: there was dust inside the unit and needed to clean; corrosion found on a wire, printed circuit board output and on the rear panel and there was a crack on the power switch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, the video system center did not show front panel display, there was a blackout and monitor display did not show image. The issue was found during preparation for use for therapeutic pelvic laparoscopy. The procedure was completed using a similar non-olympus device; without delay. There was no patient harm associated with the event.